Manufacturer narrative:
(B)(4)-device evaluation: the test strips (lot# 3524924 and 3418006) involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: both test strip lots passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (03/21/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) in (B)(4) alleging his onetouch verio pro meter was displaying inaccurate readings compared to the same meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 7pm. The patient reported obtaining readings of ¿173 and 135mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=15% or <=12mg/dl (0.67mmol/l) when obtained within 30 minutes. The patient reported using apidra and lantus insulin on a sliding scale to manage his diabetes. The patient reported 2 hours later he developed symptoms of feeling ¿legless and tired.¿ the patient reported on (B)(6) 2013 5 minutes later, he had some sugar as treatment. At the time of troubleshooting the cca confirmed the patient was using an approved sample site to obtain the blood sample and approved testing steps. The cca confirmed the subject meter was in the correct unit of measurement at the time of testing. The patient¿s test strips and test strips vial were in good condition. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient¿s reported symptoms do not meet lfs¿ criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the patient performed a meter vs same meter comparison which meets lfs¿ criteria for precision reporting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.